Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction. The customer reported that it was "hard to push" insulin into the fill port, which indicates a probable problem with the retainer that allowed a component to move, resulting in internal damage to the device. This damage would have prevented the plunger from advancing. There is resistance felt when filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise was reported). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." Despite this warning, the user proceeded to place the device. Although it cannot be confirmed through eval, it is assumed that a device failure had directly contributed to the customer's high bg levels based on the symptoms provided in the report. Lot qualification test results for this pod lot revealed zero failures associated with the assumed failure mode of the subject device.

Event description:
The customer reported that the "syringe was hard to put into the (fill) port"; in addition, he stated that "insulin was hard to push" (assumingly, into the fill port). It is unk how long this pod was worn for, but during operation, his bg levels were greater than 250 mg/dl. The pod will not be returned for eval.